Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first shot on a laparoscopic gastric resection, the surgeon was able to press the green button but the stapler did not fire. Another stapler was used to complete the case. There was no patient injury.